Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were not sure how to turn the stimulation down. The patient said they had surgery a week ago and now it was just nuts and it hurt in there. The patient mentioned they had way too much fluid on their system and now they were peeing and it was causing them more pain in there than it should. The caller stated that they were having sharp pains down there. The agent walked the patient through how to decrease stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider.